Manufacturer narrative:
The user facility reported that the event occurred during intubation of the endoscope. User facility personnel reported that a large amount of water had been used to irrigate the body cavity and abdominal pressure was being applied at the time of the event. The technician was wearing ppe and did not come into direct contact with the bodily fluids. The device subject of the reported event was not returned for evaluation. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use include the following statements: "exposure to bodily fluids may occur during connection or disconnection of these devices; adherence to body substance isolation protocols is the responsibility of the user. If the lid of the valve is opened while attached to the endoscope during a procedure, scope suction will be compromised and leakage may occur. If leakage occurs, a sterile gauze should be used to cover the valve." Us endoscopy has offered in-service training to the user facility and the offer has been accepted and is scheduled to be completed june 25th, 2019. No additional issues have been reported.

Event description:
The user facility reported the cap of the bioshield biopsy valve opened during a procedure, resulting in a spray of bodily fluid which contacted a technician's ppe. No harm to patient or users was reported.